Manufacturer narrative:
Product analysis: visual and optical examination of the top flank of the initial thread identified deformation, consistent with significant pre-load prior to final tightening. Additionally, peripheral witness marks and deformation on the set screw face consistent with rod angulation prior to final tightening. The above observations are consistent incomplete seating of the rod in the bone screw saddle prior to final tightening of the set screw.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a spinal fusion for grade 2 spondylolisthesis at l4-s1. During the surgery, the caps did not properly capture the rod, the rod was still able to translate on the rod even when broken off. The cap could not be tightened further nor was the cap cross threaded. Resolution was to break off the cabs and use a normal set screw. The products came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.